Event description:
It was reported a filter did not appear to open completely following deployment. Another filter was successfully placed without any pt complications. The pt's condition is good. This device remains implanted. Therefore no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Follow-up indicated a pre-placement vena cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. However, co is unalbe to determine the exact cause for this event. The co's direction for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava for the presence of thrombus and congenital anomalies... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."